Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in an adult female patient who had essure (batch no. A25163) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included breast pain, benign neoplasm, dysuria, cramp in lower abdomen, yawning, swallowing painful, constipation, fever, rhinorrhea, facial pain, discomfort, depression, sinusitis, flank pain, frequent bowel movements, bloating, pelvic inflammatory disease, ectopic pregnancy, acute nasal congestion, chest tightness, wheezing, shortness of breath, inflammatory bowel disease, celiac disease, colonic polyp, anxiety, insomnia, feeling anxious, stress, anhedonia, swelling nos, pruritus, polyarthralgia, obesity, gastritis, muscle pain, sweaty, nausea, urine odour abnormal, lightheadedness, neck pain, occipital neuralgia, vaginal discharge, urticaria, hypertension and endometrial ablation. Previously administered products included for an unreported indication: percocet, ibuprofen, cymbalta from 2009 to 2011, wellbutrin and mirena. Concurrent conditions included cervicalgia, menorrhagia and uterine bleeding. Concomitant products included citalopram since 2011, drospirenone + ethinylestradiol (ocella) and omeprazole (prilosec) from 2015 to 2016. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), abdominal distension ("allergic or hypersensitivity reaction type:bloating"), allergic oedema ("allergic or hypersensitivity reaction type: swelling"), migraine ("migraines"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), gastrointestinal disorder ("bowel issues") and headache ("headache") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, abdominal distension, dysmenorrhoea, fatigue and headache had resolved and the allergic oedema, migraine, allergy to metals, weight increased and gastrointestinal disorder outcome was unknown. The reporter considered abdominal distension, abdominal pain, allergic oedema, allergy to metals, dysmenorrhoea, fatigue, gastrointestinal disorder, headache, migraine and weight increased to be related to essure. The reporter commented: each trailing coils 3-5. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: impression: the endometrial cavity is normal. Bilateral essure devices appear in good position. Both tubes are occluded.; on (B)(6) 2013: total bilateral occlusion.. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical record- allergic oedema, migraine, headache, fatigue and weight increased. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of ptc. (Product technical complaint) we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') and menorrhagia ('abnormal bleeding (menorrhagia)') in a 37-year-old female patient who had essure (batch no. A25163) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included breast pain, benign neoplasm, dysuria, cramp in lower abdomen, yawning, swallowing painful, constipation, fever, rhinorrhea, facial pain, discomfort, depression, sinusitis, flank pain, frequent bowel movements, bloating, pelvic inflammatory disease, ectopic pregnancy, acute nasal congestion, chest tightness, wheezing, shortness of breath, inflammatory bowel disease, celiac disease, colonic polyp, anxiety, insomnia, feeling anxious, stress, anhedonia, swelling nos, pruritus, polyarthralgia, obesity, gastritis, muscle pain, sweaty, nausea, urine odour abnormal, lightheadedness, neck pain, occipital neuralgia, vaginal discharge, urticaria, hypertension and endometrial ablation. Previously administered products included for an unreported indication: percocet, ibuprofen, cymbalta from 2009 to 2011, mirena and wellbutrin. Concurrent conditions included cervicalgia, menorrhagia and uterine bleeding. Concomitant products included drospirenone + ethinylestradiol (ocella) for birth control as well as citalopram since 2011 and omeprazole (prilosec) from 2015 to 2016. In 2012, the patient was found to have weight increased ("weight gain"). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced abdominal distension ("allergic or hypersensitivity reaction type:bloating"), allergic oedema ("allergic or hypersensitivity reaction type: swelling") and fatigue ("fatigue"). In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), gastrointestinal disorder ("bowel issues") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), allergy to metals ("nickel allergy"), headache ("headache") and pelvic pain ("pain"). The patient was treated with nsaids, phentermine and surgery (d&c, novasure endometrial ablation on (B)(6) 2015 and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, abdominal distension, dysmenorrhoea, fatigue and headache had resolved and the menorrhagia, allergic oedema, migraine, allergy to metals, weight increased, gastrointestinal disorder, vaginal haemorrhage, dyspareunia and pelvic pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, allergic oedema, allergy to metals, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: each trailing coils 3-5. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: impression: the endometrial cavity is normal. Bilateral essure devices appear in good position. Both tubes are occluded.; on (B)(6) 2013: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical record- allergic oedema, migraine, headache, fatigue and weight increased. Lot number: a25163 manufacturing date: 2012-06 expiration date: 2015-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in an adult female patient who had essure (batch no. A25163) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included breast pain, benign neoplasm, dysuria, cramp in lower abdomen, yawning, swallowing painful, constipation, cough, fever, rhinorrhea, facial pain, discomfort, depression, sinusitis, flank pain, frequent bowel movements, bloating, pelvic inflammatory disease, ectopic pregnancy, acute nasal congestion, chest tightness, wheezing, shortness of breath, inflammatory bowel disease, celiac disease, colonic polyp, anxiety, insomnia, feeling anxious, stress, anhedonia, swelling nos, pruritus, polyarthralgia, obesity, gastritis, muscle pain, sweaty, nausea, urine odour abnormal, lightheadedness, neck pain, occipital neuralgia, vaginal discharge, urticaria, polyarthralgia, hypertension and endometrial ablation. Previously administered products included for an unreported indication: percocet, ibuprofen, cymbalta from 2009 to 2011, wellbutrin and mirena. Concurrent conditions included cervicalgia, menorrhagia and uterine bleeding. Concomitant products included citalopram since 2011, drospirenone + ethinylestradiol (ocella) and omeprazole (prilosec) from 2015 to 2016. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), abdominal distension ("allergic or hypersensitivity reaction type:bloating"), swelling ("allergic or hypersensitivity reaction type: swelling"), migraine ("migraines/headaches"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), gastrointestinal disorder ("bowel issues") and headache ("headache") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, abdominal distension, dysmenorrhoea, fatigue and headache had resolved and the swelling, migraine, allergy to metals, weight increased and gastrointestinal disorder outcome was unknown. The reporter considered abdominal distension, abdominal pain, allergy to metals, dysmenorrhoea, fatigue, gastrointestinal disorder, headache, migraine, swelling and weight increased to be related to essure. The reporter commented: each trailing coils 3-5. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: impression: the endometrial cavity is normal. Bilateral essure devices appear in good position. Both tubes are occluded.; on (B)(6) 2013: total bilateral occlusion.. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical record- swelling, migraine, headache, fatigue and weight gain. Most recent follow-up information incorporated above includes: on 8-jul-2019: pfs received. This case became incident. Previously reported event "injury to herself " updated to bloating, swelling, migraines, headaches, nickel allergy, dysmenorrhea, fatigue, weight gain, abdominal pain and bowel disorder were added. Lab data,concomitant drug and medical history added. Fu 1 and fu 2 processed together on 9-jul-2019: medical record received. Medical history and reporter information added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') and menorrhagia ('abnormal bleeding (menorrhagia)') in a 37-year-old female patient who had essure (batch no. A25163) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included breast pain, benign neoplasm, dysuria, cramp in lower abdomen, yawning, swallowing painful, constipation, fever, rhinorrhea, facial pain, discomfort, depression, sinusitis, flank pain, frequent bowel movements, bloating, pelvic inflammatory disease, ectopic pregnancy, acute nasal congestion, chest tightness, wheezing, shortness of breath, inflammatory bowel disease, celiac disease, colonic polyp, anxiety, insomnia, feeling anxious, stress, anhedonia, swelling nos, pruritus, polyarthralgia, obesity, gastritis, muscle pain, sweaty, nausea, urine odour abnormal, lightheadedness, neck pain, occipital neuralgia, vaginal discharge, urticaria, hypertension and endometrial ablation. Previously administered products included for an unreported indication: percocet, ibuprofen, cymbalta from 2009 to 2011, mirena and wellbutrin. Concurrent conditions included cervicalgia, menorrhagia and uterine bleeding. Concomitant products included drospirenone + ethinylestradiol (ocella) for birth control as well as citalopram since 2011 and omeprazole (prilosec) from 2015 to 2016. In 2012, the patient was found to have weight increased ("weight gain"). On (B)(6)2012, the patient had essure inserted. On (B)(6)2012, the patient experienced abdominal distension ("allergic or hypersensitivity reaction type:bloating"), allergic oedema ("allergic or hypersensitivity reaction type: swelling") and fatigue ("fatigue"). In (B)(6)2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), gastrointestinal disorder ("bowel issues") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), allergy to metals ("nickel allergy"), headache ("headache") and pelvic pain ("pain"). The patient was treated with nsaids, phentermine and surgery (d&c, novasure endometrial ablation on (B)(6)2015 and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2016. At the time of the report, the abdominal pain, abdominal distension, dysmenorrhoea, fatigue and headache had resolved and the menorrhagia, allergic oedema, migraine, allergy to metals, weight increased, gastrointestinal disorder, vaginal haemorrhage, dyspareunia and pelvic pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, allergic oedema, allergy to metals, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: each trailing coils 3-5. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.4 kg/sqm. Hysterosalpingogram - on (B)(6)2012: impression: the endometrial cavity is normal. Bilateral essure devices appear in good position. Both tubes are occluded.; on (B)(6)2013: total bilateral occlusion.. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical record- allergic oedema, migraine, headache, fatigue and weight increased. Most recent follow-up information incorporated above includes: on 19-dec-2019: follow up 5 and 6 processed together. Pfs received: new events abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), dyspareunia (painful sexual intercourse), treatment drugs, patient weight added. On 20-dec-2019: follow up 5 and 6 processed together. Pfs received: reporter address updated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.